Event description:
Customer stated instrument reported false negative hcg results on patient sample. There was no report of injury due to this event.

Manufacturer narrative:
Siemens representative contacted the customer. Customer indicated that the user has not reported any hcg issues or errors with the clinitek status unit. Customer also indicated that the instrument is operational and they do not know what resolved the issue as they have not changed anything in the way they run hcg's. Customer does not require any further assistance. As per clinitest hcg IFU, "negative test results in patients suspected to be pregnant should be retested with a sample obtained 48-72 hours later, or by performing a quantitative assay." The cause for the false negative hcg result is unknown.